Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficult to position (guide wire) and difficult to remove (guide wire). Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The bmw elite guide wire referenced is being filed under a separate medwatch report. The xience prox device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified unspecified coronary artery. A 3.0 x 28 mm xience prox stent delivery system (sds) and an unspecified balance middleweight (bmw) guide wire were used. However, during advancement, the sds became stuck with the guide wire and was not able to advance towards the lesion. Therefore, both devices were removed as a single unit, and there was no damage noted to the guide wire. Another unspecified device was then used with a different unspecified guide wire to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.